Manufacturer narrative:
(B)(4). B3 date of event - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024 around midnight, the patient was vomiting. The parent's checked his readings and it was 340 mg/dl on the bgm while the cgm reading was 249 mg/dl. The parents took the patient to the hospital, there they took a bg reading which was 431 mg/dl and the cgm reading was high. The patient was treated with long acting insulin. After the treatment he kept vomiting and was unable to keep any liquid or any food. The patient was discharged after 2 days. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.